Event description:
It was reported the patient is experiencing pain at the ipg site. The patient's physician stated discomfort may be caused by scs ipg being implanted at an angle. Patient's ipg is reportedly not flat and the parts that are rubbing against the skin are becoming painful and difficult to locate in order to charge. A new charger was sent to the patient to attempt to improve communication with the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.